Event description:
It was reported that during the implant procedure of a right atrium leadless pacemaker (ralp) after mapping, the helix was covered with the protective sleeve and further manipulation was performed. Under fluoroscopy, it was noted that the helix had stretched. The ralp was removed and a new ralp was attached to the catheter and implanted without issue. The patient condition was stable following the procedure.

Manufacturer narrative:
The reported event of stretched helix was confirmed. Visual inspection noted the outer helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomaly. Longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity.